Event description:
This event was originally reported to medtronic as a missing screw in the screw gun. The surgeon realized the missing screw during the procedure. There was no patient injury and the patient's condition was reported to be 'good.' Device analysis confirmed on (B)(6) 2013 that the bone screw was there, but was fractured in both tensional and torsional sheer due to an overload condition presented by the operator.

Manufacturer narrative:
(B)(4). Result: stress problem. Analysis of the returned complaint device determined that the bone screw was fractured in both tension and torsional sheer due to an overload condition presented by the operator. There was no indication the bone screw was out of specification.